Manufacturer narrative:
Device evaluation in process, not completed yet.

Event description:
Product was returned as implant failure at 18 months. Based on the report, patient's medical history was described as tobacco use. Patient's oral hygiene and bone condition was described as good. Doctor also indicated that the implant was removed because the patient came in with implant out.